Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis and abbott vascular (av) confirmed the reported leaking at the hub when the device was pressurized. The leak was detected at the base of the strain relief tubing. A review of the complaint handling database found no similar incidents from this lot reported for leaks at the strain relief. Av conducted a thorough root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a lesion located in the right fistula. The armada 18 4.0 mm/ 40 mm percutaneous transluminal angioplasty (pta) balloon leaked at the hub during inflation. A second armada balloon was used to complete the procedure with good result. There was no clinically significant delay or adverse effects. It was stated that the device was prepped according to the instructions for use. No additional information was provided.